Event description:
A malfunction was reported by a french distributor, (B)(4), concerning a pump issue with incident reference number (B)(4). The specific details of the malfunction were not provided, and there was no information regarding the customer's blood glucose levels. No events matched the reported date, but a malfunction had occurred on (B)(6) 2025. A replacement pump with a new serial number had been arranged for them.